Manufacturer narrative:
The customer¿s report of a leak due to a loose connection at the non-bd connector attached to the tubing was not confirmed. No anomalies were observed on the received sets during visual inspection. Functional testing showed no leaking at any of the components, tubing, or connections of the received sets. The root cause of the reported leaking was not identified.

Manufacturer narrative:
Concomitant medical products: 8110; 8015; me1250; microclave connector, stopcock, syringe, therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a puddle of liquid was observed underneath the tubing and it was dripping during a heparin infusion. As a result, the patient was not being therapeutically medicated and had a decreased ptt level. The clinician noted new blood clots forming in the ECMO circuit and indicated the leak was due to a loose connection at the non-bd connector attached to the tubing. There was no report of lasting harm.